Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance while advancing a cat6 through the hub of a non-penumbra sheath and, consequently, the cat6 became kinked. Therefore, the cat6 and sheath were removed, and the procedure was completed using a new sheath and a new cat6. There was no report of an adverse effect to the patient.